Event description:
Ous MDR - it was reported that the lead was explanted and replaced 53 months after the implantation due to oversensing. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.

Manufacturer narrative:
In the returned state, the lead was cut into two parts. A proximal and a distal fragment were available for analysis. In-between, 3 cm of the lead body were missing. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion were seen along the lead fragments. In particular at the distal fragment, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause of the oversensing in the rv channel mentioned in the complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead. Considerable lead movement should be regarded as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The further analysis found a severely twisted and broken inner conductor helix directly distal of the connector pin. This damage manifestation is a result of over rotation of the screw mechanism during the explantation process. There were no indications of material defects or manufacturing errors.